Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre rx biliary dilatation balloon was used during a dilation procedure performed in the esophagus on an unknown date. According to the complainant, during the procedure, the balloon could not be fully deflated. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be okay.